Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure, it was noted that patient's right ventricular (rv) lead exhibited loss of capture and loss of sensing and high threshold. It was further noted from fluoroscopy that the lead was in palace with very little slack. The lead was capped and replaced on (B)(6) 2024. The patient was stable.

Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure, it was noted that patient's right ventricular (rv) lead exhibited loss of capture and loss of sensing and high threshold. It was further noted from fluoroscopy that the lead was slightly dislodged. The lead was capped and replaced on 6 sep 2024. The patient was stable.